Event description:
It was reported by repair work order that the unit won't stop raising. The terminal block and hall effects magnet were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.